Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic cholecystectomy procedure. The clip applier was being used during the sealing of the cystic duct. There were no issues experienced with the loading or firing of the clips. The surgeon was able to squeeze the handle and the jaws were able to close. Tissue damage occurred on a section of the cystic duct due to the product problem, but was not considered permanent. In order to resolve the issue and complete the case, another device was used. There was no injury.